Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the battery connector to the power distribution board to be damaged. A review of the archives found no anomalies. Functional testing of the returned platform was unable to be performed because of the damaged battery connector to the power distribution board. The power distribution board was replaced, which remedied the reported complaint of the platform not powering on. In summary, the reported complaint of the platform not powering on was confirmed. The platform underwent and passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform was found not to power on. No patient involvement was reported. No further information was provided.